Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the battery's useful life has ended." There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported that "the battery's useful life has ended." Further information was provided that there was no functional problem; the battery had merely exceeded its recommended period of use. There was no reported patient involvement.